Event description:
It was reported to philips that c-arm moved on it's own and almost hit patient.the clinical use of the system was in use.there was no harm reported to philips.

Manufacturer narrative:
The system experienced an un-commanded c-arm movement, but the issue could not be confirmed after investigation. All operator controls, communication, and safety features were checked and found to be working. The system meets the specification for the performed service and is returned to use. The client was informed of the findings and resolution.this report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).